Manufacturer narrative:
Additional information: analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the rv lead was not functioning properly. Loss of capture and low sensing were observed. The lead was explanted and replaced. The new lead tested fine.